Event description:
It was reported that during the coil embolization of a left anterior cerebral artery aneurysm, a coil prolapsed. No info was provided as to any action taken to deal with the prolapsed coil. There was no clinical consequence to the pt and no further info was provided.

Manufacturer narrative:
Unk as the upn and batch numbers were not disclosed. Other for coil prolapse. There has been no response from the user facility to requests for add'l info. It is unk if it was a matrix2 coil or the gdc coil that prolapsed during the procedure.